Manufacturer narrative:
(B)(4) device evaluation: returned for evaluation was an 6fr super arrow-flex (saf) sheath. Upon return the dilator was not inserted in the sheath. The sheath and dilator were visually inspected and no damage or abnormalities were noted. Blood was observed on the exterior of the sheath, sheath hub, dilator hub and on the interior of the sheath hub and sidearm. The sheath was inserted into the t-tube and pressurized to 200mmhg. The sheath and sidearm did not leak. The dilator was easily inserted and removed within the sheath. A device history record review was not performed. There was no confirmed product failure with the returned sample. Conclusion: the reported complaint of sheath valve leak in use is not confirmed. The sheath passed functional testing and no defects or abnormalities were observed. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab the sheath was inserted and during that time blood was found regurgitating from the side port line (hemostasis valve). As a result, the md removed the sheath and used a new cl-07611. The procedure was completed successfully. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was no reported delay / interruption. The patient's procedure was successful.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab the sheath was inserted and during that time blood was found regurgitating from the side port line (hemostasis valve). As a result, the md removed the sheath and used a new cl-07611. The procedure was completed successfully. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was no reported delay / interruption. The patient's procedure was successful.